Event description:
It was reported that smoke was seen coming from the micro sagittal saw during testing at the user facility. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that there was debris in the sag head. It was also observed that the motor assembly was corroded and that the ball bearing was damaged. The presence of debris in the sag head assembly, corrosion in the motor assembly and a worn ball bearing are likely to cause or contribute to the handpiece heating up. The presence of the handpiece heating up combined with the presence of debris in the sag head could cause or contribute to the handpiece smoking.